Manufacturer narrative:
The investigation for the hemolysis, hematuria, and positioning issues has been completed. The cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since clinical team confirmed pump was deep & hemolysis was improved after repositioning of the pump. The cause of positioning issue was unknown. The cause of the injury was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and hematuria. The patient is in stable condition. The pump was repositioned to resolve the issue. The patient is in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.